Manufacturer narrative:
Foreign zip code: (B)(4).

Event description:
It was reported that the alarm of the generator sounds and an e7 wand error appears on the screen. There was a delay of more than 30 minutes. There was no patient injury reported.

Event description:
It was reported that the alarm of the generator sounds and an e7 wand error appears on the screen. There was a delay of more than 30 minutes. No backup of smith-nephew available. There was no patient injury reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows no wear on the electrodes. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. The complaint was verified, but the root cause could not be determined with confidence. Factors that could have led to the e-7 error includes: the rf controller may have been turned off following connection of the wand or source power may have been interrupted due to the device not showing signs of activation. The ambient super multivac 50 ifs wand incorporates a single-use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e-7 error such as disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. The complaint could not be verified and a root cause could not be determined with confidence. Factors that could have led to an e-7 error includes: the rf controller may have been turned off following connection of the wand or source power may have been interrupted. There are other factors that could contribute to an e-7 error such as disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. Also, a reprocessed wand used by the customer will exhibit an e-7 error. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.